Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) went to the site to evaluate the iabp and was unable to reproduce the reported failure. The iabp operated for one hour and a half in battery mode and one hour in main operation. The iabp did not fell out at any time and also the battery indicator indicated no weakness of the batteries, which were recently renewed at the last maintenance on july 11, 2019. Since the fse could not find the possible cause of the failure locally, it was thought to have the iabp tested at the factory for a longer time. However, as the spare parts availability for this generation of the iabp is no longer given, this iabp device can no longer be repaired and may therefore no longer be used. It was later reported that the iabp was permanently taken out of service and that the customer is considering replacing the cs300 iabp with a cardiosave iabp. (B)(6).

Event description:
It was reported that when the cs300 intra-aortic balloon pump (iabp) was in patient use, the iabp turned off without warning and without an alarm. The customer switched the iabp back on, and the iabp worked and started to pump again. 30 minutes after the first failure, the situation repeated itself, and the iabp turned off again without warning and without an alarm. The power supply was always stable. The customer then exchanged the iabp. The patient was never at risk. No adverse event was reported.